Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend or family member of a consumer who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient had an infection a while after implant. It was noted that the infection was confirmed as methicillin-resistant staphylococcus aureus (mrsa) and there were symptoms of redness at the implantable neurostimulator (ins) site. The patient was given intravenous antibiotics and a total system explant was performed. No further complications were reported or were expected.